Manufacturer narrative:
Date of event and UDI number is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the fluid warmer was leaking. Patient involvement unknown.

Manufacturer narrative:
Other, other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and g1,2 email is: regulatory.responses@icumed.com. One device was received. Per visual inspection, drain/quick connect fitting corroded and worn reservoir gasket and faded line cord. Per functional testing, the device was leaking from the water tank cover reservoir gasket. The complaint was confirmed. The root cause was a worn reservoir gasket. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced reservoir gasket, drain/quick connector fitting, line cord and o-rings. Perform preventative maintenance (pm) and calibrated. The device passed all functional and delivery tests.

Event description:
Additional information received via email. It was still unknown as to when the issue occurred. There was no patient involvement. No other details provided.